Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer vsd muscular occluder and 12mm amplatzer vsd muscular occluder were selected from an implant on (B)(6) 2022. The defect was sized using echocardiogram. During the procedure, it was reported that 10mm and 12mm amplatzer vsd occluder shifted within the intended implant site towards the left ventricle. It is unknown what caused the devices to shift in position. Patient was sent to emergent open heart surgery to retrieve the occluder. No replacement device was implanted.

Manufacturer narrative:
An event of device embolization towards left ventricle was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.